Event description:
Medtronic recall of ICD generator device secondary to possible battery malfunction. Patient who states they only experiences occasional skipped beats as well as dyspnea on exertion. The patient was placed on a 48-hour monitor which revealed 4 beats of non-sustained ventricular tachycardia and several triplets. Had electro physiology study and subsequent dual chamber ICD implant in feb 2004. Histroy of myocardial infarction, coronary artery bypass graft, hypertension, atrial fibrillation, congestive heart failure, ventricular tachycardia status post ICD placement, abdomial aortic anurysem, basal cell cancer, osteoarthritis. The patient was notified of the ICD implant recall and since the patient had an episode of ventricular fibrillation last year, it was decided that he undergo ICD generator replacement. (Per md h&p)